Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that a maryland bipolar forceps instrument was observed with burnt plastic near the base of tips. The procedure was completed with no reported injury.